Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The device was not returned for evaluation. Stryker performed a clinical review of the event. Stryker reviewed all the available information provided and concluded it is possible that lucas compressions may have contributed to the reported vertebral fracture. This type of fracture is not common during CPR, and patients with kyphosis or osteopenia are at high risk. Device not evaluate by the manufacturer.

Event description:
Stryker received through literature a report that a lucas 2 device use result in a thoracic vertebral fracture. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.